Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The reported event could not be confirmed. Visual examination of the provided pictures identified 2 screws, a liner and ring explanted covered in biodebris. No further observations can be made based on the image alone. No product was returned; further visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent hip arthroplasty surgery on an unknown date and was implanted with zimmer biomet products. Subsequently, the patient was revised within 12 (twelve) months due to pain related to the acetabular screw. The g7 freedom liner and screws were explanted and identical products were re-implanted.